Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file contained data spanning 6 days ((B)(6) 2019 per time stamp. The pump maintained speeds above the low speed limit while connected to the driveline. A backup battery fault alarm became active on (B)(6) 2019 at 19:40 due to a load test failure. The battery failed a load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery fault alarm remained active throughout the remainder of the log file, which ended on (B)(6) 2019 at 23:00. No other notable events were observed throughout the log file. The returned hm3 system controller (serial number (B)(4)) was functionally tested and was found to perform as intended. Backup battery fault alarms were unable to be reproduced during testing. A log file was extracted from the system controller during testing, however it contained identical information to the provided log file. The root cause of the reported event was unable to be conclusively determined through this analysis. Backup battery fault alarms without a known root cause are a known issue and are being addressed via a corrective action. The heartmate 3 patient handbook instructs users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had recurring backup battery fault alarms. The backup battery fault alarms occurred despite an attempt of exchanging the backup battery. The controller was then exchanged. Log file analysis observed a backup battery fault that occurred on (B)(6) 2019 due to a load test failure. No additional information was provided.